Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient¿s right ventricular lead exhibited a continual increase of capture threshold and impedance from the end of 2017 to beginning of 2018. The lead was explanted and replaced. The patient was in stable condition post-procedure.